Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ccu nurse noted that they could not connect their temperature in cable to the arctic sun device. The back of the device has been damaged, and the cable port would not make the connection to the pins. No additional cables or devices were available. Device would need to go to biomed for repair.

Manufacturer narrative:
The reported event was unconfirmed. The back of the device has been damaged, and the cable port would not make the connection to the pins. No additional cables or devices were available. Device would need to go to biomed for repair. Per follow up information received via task on 13may2025, per wo-(B)(4), biomed stated that the device was failing for an error 3 actual 0 lpm. Connected a shunt and could visually see water but no flow reading on display, gave biomed pn and price for new flow meter. Spoke with nurse who stated the issue was found prior to placing the patient on the device. Since they had not opened pads yet, they decided to use a different method for temperature management because the other devices were in use or on different units. No further information to provide. Called operator at (B)(6), transferred to the biomed. Spoke with biomed who confirmed they had replaced the level sensor but did not see any issue with connections. They will re-review the file and email me with any additional information. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Corrections: b, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ccu nurse noted that they could not connect their temperature in cable to the arctic sun device. The back of the device has been damaged, and the cable port would not make the connection to the pins. No additional cables or devices were available. Device would need to go to biomed for repair. Per follow up information received via task on 13may2025, per wo-(B)(4), biomed stated that the device was failing for an error 3 actual 0 lpm. Connected a shunt and could visually see water but no flow reading on display, gave biomed pn and price for new flow meter. Spoke with nurse who stated the issue was found prior to placing the patient on the device. Since they had not opened pads yet, they decided to use a different method for temperature management because the other devices were in use or on different units. No further information to provide. Called operator at (B)(6), transferred to the biomed. Spoke with biomed who confirmed they had replaced the level sensor but did not see any issue with connections. They will re-review the file and email me with any additional information.